Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatectomy procedure, the blade was broken off when the tissue was clamped. As the broken piece was retrieved, no pieces were left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info requested.